Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("cramps"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (batch no. 50658291) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included celiac disease since 2012, bleeding menstrual heavy and uterine bleeding. On (B)(6)2012, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"). In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain"), back pain ("increased back pain / back pain"), migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue"). In (B)(6)2015, the patient experienced raynaud's phenomenon ("raynauds syndrome"). In (B)(6)2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and arthralgia ("joint pain (elbows, hands joint pain )"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), ablation and undergo a complete hysterectomy with removal of the essure device). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, genital haemorrhage, dysmenorrhoea, back pain, raynaud's phenomenon, vaginal haemorrhage, migraine and headache outcome was unknown and the alopecia, fatigue and arthralgia was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, raynaud's phenomenon and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("cramps"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 50658291) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included celiac disease since 2012, bleeding menstrual heavy and uterine bleeding. On (B)(6)2012, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"). In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain"), back pain ("increased back pain / back pain"), migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue"). In (B)(6)2015, the patient experienced raynaud's phenomenon ("raynauds syndrome"). In (B)(6)2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and arthralgia ("joint pain (elbows, hands joint pain )"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), ablation and undergo a complete hysterectomy with removal of the essure device). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, genital haemorrhage, dysmenorrhoea, back pain, raynaud's phenomenon, vaginal haemorrhage, migraine and headache outcome was unknown and the alopecia, fatigue and arthralgia was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, raynaud's phenomenon and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-jan-2019: plaintiff fact sheet and mr received, new reporter, patient demographic information, concurrent condition, lab data, essure indication, start stop date, lot number, event abnormal bleeding (vaginal, menorrhagia),migraines / headaches, dysmenorrhea (cramping), pain, fatigue, hair loss and joint pain (elbows, hands joint pain ) were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramps") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), back pain ("increased back pain") and raynaud's phenomenon ("raynauds syndrome"). The patient was treated with surgery (undergo a complete hysterectomy with removal of the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, back pain and raynaud's phenomenon outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage and raynaud's phenomenon to be related to essure. The reporter commented: patient sought treatment on multiple occasions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.